Manufacturer narrative:
Report confirmed. Eval determined that the tool fractured near the proximal end of the cutting flutes. The associated af02 was also evaluated and no deviations were noted. On f/u, it was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
It was reported that the tool broke during a procedure. The broken piece was quickly and easily retrieved. There was no pt impact. On f/u, it was confirmed that there was no pt impact.